Event description:
It was reported that the lead was removed due to noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.

Manufacturer narrative:
Upon receipt, the lead was cut into two sections. Analysis found internal insulation abrasions at 5.0 and 17.5cm from the helix. The is-1 promixal cables were exposed in these areas. Both is-1 proximal cables' insulations were abraded at 6.7cm, one of the is-1 proximal cables was melted at 3.5cm, and the silicone insulation between the is-1 proximal and the is-1 distal insulation was damaged in this area. The insulation damage found could accoount for the reported noise anomaly.